Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) of a clinical study reported high impedance and partial loss of stimulation paresthesia in the bilateral lower back. The patient reported the event on (B)(6) 2016. The device was interrogated on (B)(6) 2016 which showed some electrodes were out of range, specifically too high with over 40,000 ohms. The device was reprogrammed and the event resolved without sequelae on (B)(6) 2016. It was noted that the event was not related to the procedure and related to device or therapy. Indications for use included spinal pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.